Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: pcb assy, centrifuge dist. Brd. Although no property or personal injury has been reported on these type of events haemonetics historically conservatively reports on all thermal events.

Event description:
Haemonetics was notified that a customer reported a cfg distt board shorted out and melted where the fans connect on it. There was no donor involvement.